Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems ¿ single port 24 ga 0.75 in were involved with a serious injury in the form of infiltration during use. No information specifying whether the infiltration resulted in medical intervention/testing has been provided. The following information was provided by the initial reporter: material no.: 383511, batch no.: 9260434. Infiltration was reported. Incident date: (B)(6) 2020. Unknown number affected, but account does have product(s) to be sent back to bd for inspection.

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems ¿ single port 24 ga 0.75 in were involved with a serious injury in the form of infiltration during use. No information specifying whether the infiltration resulted in medical intervention/testing has been provided. The following information was provided by the initial reporter: material no.: 383511 batch no.: 9260434 infiltration was reported. Incident date: (B)(6) 2020. Unknown number affected, but account does have product(s) to be sent back to bd for inspection.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one retracted unit in its original opened packaging. Through the visual examination of the catheter and extension tubing assembly damage was not observed to the unit. A leak test was performed where leakage was not observed. A damaged catheter, improperly placement, or dislodging may cause the infiltration. As previously stated, damage was not observed. We were unable to confirm the reported issue. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.